Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided and a root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 8030647-2016-00024 for the first patient. Refer to 8030647-2016-00026 for the third patient. It was reported by the customer that "the flex tube disconnected from the catheter assembly on 3 occasions." Additional information was received on 04-feb-2016 that stated, this incident occurred with three different patients. Additional information was received on 08-feb-2016 that stated, these incidents occurred within the first 24 hours of use. The closed suction system was replace without incident. There was no patient injury. No further information provided.